Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm1) for failure analysis investigation. The instrument was analyzed and in log reviews, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, the insertion linear bearing carrier where the carriage sits are missing some ball bearings, that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The root cause is attributed to missing ball bearings in the insertion linear bearing, which caused the unit to be loose or with excessive play.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and confirmed the carriage was loose on the universal surgical manipulator (usm) 1 and replaced. The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was consistent with the usm test results. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) and reported that universal surgical manipulator (usm) 1 carriage had loosen. The other 3 arm carriages looked normal. This was a physical damage case. The procedure was completed with no reported injury.